Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2017. The device has been returned and evaluated by product analysis on 06/26/2017 with the following findings. During investigation, the pump case was found undamaged. The battery compartment and cap were undamaged and were able to fit securely. No evidence of moisture was found in the cartridge compartment or the battery compartment. The pump cover was removed to find no moisture to the printed circuit board or to the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.